Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, during initial flap creation of the left eye fluid appeared under the cone and the doctor was unable to lift the flap. No further laser treatment was performed and the patient was rescheduled for photorefractive keratectomy.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile shows many successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. During the reported treatment, the user needed longer time to get suction than usual, but there was no problem with the vacuum. The user could obtain suction one and two and after that suction lost and a message appeared. There are two possibilities for this info message: either the patient was nervous and moved or rolled his eye, or the user pressed the vacuum pedal instead of laser pedal, which caused an interruption of suction and user had to obtain suction one and two again before treatment was possible. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. The reported issue is not caused by the system or the used patient interface. The system was working within specification. The root cause is user handling or patient movement. The root cause is user handling or patient movement. The manufacturer internal reference number is: (B)(4).